Event description:
Internal battery dies and programming was reset reviewed to keep battery in pump when not in use. Sent replacement via courier spontaneous. No other info available. Is the actual device available for investigation: yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes. Did the product fault occur while in use with a pt? No; did the product issue contribute to pt or clinical injury: no. Dose or amount: 0.024 ml/hr, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.